Event description:
2 of 2 reports linked to mfg report number: 3013886523-2022-00236. A physician reported a certas valve (ID 828804pl) was implanted due to snph (secondary normal pressure hydrocephalus) via v-p shunt on (B)(6) 2022 with unknown setting. It was used with bactiseal catheter (ID 823072). On (B)(6) 2022, the patient developed disorientation and underwent an x-ray examination, and ventricular enlargement was confirmed. Due to a suspicion of shunt failure the valve and catheter were removed and replaced on may (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The bactiseal catheter was returned for evaluation. Failure analysis - the catheters were visually inspected: no defect was noted. The catheters were flushed: occlusion of the peritoneal catheter due to biological debris was noted. The catheters were leak tested: no leak was noted. The root cause for the reported issue due to biological debris and protein build up found inside the catheter.

Event description:
N/a.